Event description:
It was reported that the caller experienced a malfunction on their pump, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer support assisted the caller with resetting the pump, and the malfunction did not recur.